Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user suddenly had no more hearing sensation with the device. Re-implantation is considered.

Manufacturer narrative:
The investigation results confirmed that the device has failed due to an external impact to the active electrode. Reportedly the device was found rotated during explantation, which is most likely a consequence of the reported impact. All the problems given in the recipient report appear to match well with this finding. This is a final report.

Event description:
The user suddenly no longer had any hearing sensation with the device. The user has been re-implanted on (B)(6) 2019.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode, as it might be caused by an external mechanical impact appears likely. However to confirm an exact root cause of failure a device investigation of the explanted device is necessary. Currently no date for a possible re-implantation has been given.

Event description:
The user suddenly no longer had any hearing sensation with the device. Re-implantation is considered.